Manufacturer narrative:
Please reference MDR 2029214-2016-00888 for the other apollo referenced in this event.

Manufacturer narrative:
The apollo catheter was returned for analysis without the detachable tip; therefore, any contributing factors from the tip could not be assessed. Based on the device analysis and the reported information, the customer's report of ¿tip detachment¿ was confirmed as the detachable tip was found to be detached from the catheter. However, the cause for the detachment could not be confirmed. All products are 100% inspected for damage and irregularities during manufacturing. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Per the apollo IFU (instructions for use): ¿remove the appropriate steerable guidewire from its packaging (the silverspeed .010 and the mirage .008 guidewire have been qualified for use with the apollo onyx delivery micro catheter) and check for damage. Carefully insert the guidewire into the hub of the micro catheter and advance the guidewire into the catheter lumen. Introduce the guidewire, micro catheter as a unit through the hemostatic valve. Advance the guidewire/catheter assembly to the distal tip of the guiding catheter.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the tip of 2 apollo catheters broke off while loading on the wire. The procedure was a tumor embolization with onyx in the anterior cerebral. The wire was in the aca when the physician decided not to use the first marathon microcatheter and removed it. There was no issue with the wire and first microcatheter, the physician chose to exchange it. The physician placed the wire in as an exchange wire and attempted to load the apollo catheter. There was no resistance while loading the apollo over the wire. There were no kinks in the wire. While loading the apollo over the wire, the detachable tip broke off. This occurred with 2 different apollo catheters. The tips detached at the proximal end of the guidewire, before entering the rhv/guide catheter. The procedure was completed using a marathon microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.